Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a long g8 cm diameter abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that after the bifurcated stent graft was deployed an iliac stent graft was required to be implanted. During attempts to insert the device through the contralateral gate, the delivery system was bumping against the side of the gate and was pushing the stent graft upwards. Th delivery system was removed. It was noted that the ipsilateral limb of the bifurcated stent graft was barely in the iliac artery, therefore, the decision was made to anchor the bifurcated stent graft by further extending it into artery with another stent graft. The delivery system was advanced up and over the bifurcation down the ipsilateral limb using a guiding catheter which was extended distally beyond the view range. When the stent graft was deployed it trapped the guiding catheter. The incision site was extended down and then the guiding catheter was able to be removed from the pt. Two additional aortic cuffs were required to be implanted. No additional clinical sequelae were reported and the pt is fine.